Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Attempts to retrieve additional information were unsuccessful as healthcare provider reported patient authorization is required. Based on the information received the cause of the event cannot be conclusively determined; however, patient factors such as age and co-morbidities may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm transcatheter valve was implanted inside a disabled 21mm aortic bioprosthetic valve in the aortic position via valve-in-valve procedure. The reason for valve-in-valve intervention is due to severe aortic stenosis and pulmonic valve regurgitation. The implant duration of the failing 21mm valve at the time of the valve-in-valve procedure was seven (7) years, nine (9) months, nine (9) days. There were no complications reported.